Event description:
Additional information was received that the infection was at the generator site.

Manufacturer narrative:
Describe event or problem - corrected information: the information included in describe event or problem on this report should have been included in supplemental report #1. What type of follow up - corrected information: device evaluation should have been checked on supplemental report #1. Device evaluated by manufacturer - corrected information: "yes" should have been checked on supplemental report #1 since generator analysis had been completed. (B)(4).

Event description:
Product analysis was completed on the generator. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. Product analysis was also completed on the lead. The lead was returned in one portion which did not include the electrodes or tie downs. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The set screw marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's lead and generator were explanted due to infection. The explanted lead and generator were returned to the manufacturer for analysis however analysis has not been completed to date. A review of the device history showed that the lead and generator were sterilized prior to distribution. No additional relevant information has been received to date.